Event description:
Through a review of the medical article "sutureless aortic valve prosthesis in redo procedures: single-center experience", the following event was identified as pertaining to an edwards device: a 23mm sapien valve implanted in the aortic position was explanted after an unknown implant duration due to degeneration. A non-edwards sutureless tissue valve was successfully implanted in replacement. The patient was noted to be discharged home.

Manufacturer narrative:
The investigation is ongoing. Zubarevich, alina, et al. "Sutureless aortic valve prosthesis in redo procedures: single-center experience." Medicina 59.6 (2023): 1126.

Manufacturer narrative:
Update to d4.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The valve model number is being corrected to a 26mm sapien 3 as it was incorrectly reported as a 23mm sapien 3. The type of thv valve is unknown; however, these are the possible 510k number for sapien xt, and sapien 3: p130009, and p14003. The 26mm sapien 3 valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the event details, the implantation date of transcatheter aortic valve replacement (tavr) was unknown. The valve serial number and delivery system were unknown. So, the exact IFU was unable to be determined. However, all the ifus had the following similar instructions for warnings, precautions, and potential adverse events: no IFU/training deficiencies were identified. The reported event of valve degeneration was unable to be confirmed due to the unavailability of relevant imagery and/or medical report. Due to the unavailability of the valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien family valves (sapien/xt/3/3u/3ur) are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Through a review of medical article "sutureless aortic valve prosthesis in redo procedures: single-center experience a 23mm sapien valve implanted in the aortic position was explanted after an unknown implant duration due to degeneration. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, due to insufficient information provided, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.